Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00142.

Event description:
It was reported that the second roi-c plate was difficult to install intraoperatively because it kept hitting the first plate, which caused the cage the break. The cage and plates were removed and replaced with competitive products to complete the procedure. There was a surgical delay without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Inspection: the products could not be evaluated since they were not returned and there were no photos provided. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the second roi-c plate was difficult to install intraoperatively because it kept hitting the first plate, which caused the cage the break. The cage and plates were removed and replaced with competitive products to complete the procedure. There was a surgical delay without reported patient impacts. This is report two of two for this event.